Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after a pta balloon dilatation, the balloon catheter could not be removed through the introducer sheath. The balloon was cut on the guide wire. The sheath, balloon, and guide wire were removed without incident. There was no pt injury.